Event description:
Needle pull off: customer reports that needle prematurely released from the suture. There are no reported adverse consequence to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.